Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: during investigation, visible moisture was found on the display. The battery compartment was cracked on the left side of the grip pad. Unrelated to the original complaint, the audio bolus button cover was punctured but responsive to user input. A leak test was performed and failed due to a leak in the audio bolus button. The pump was opened to find moisture corrosion on the printed circuit board, and the motor flex connector. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.